Manufacturer narrative:
(B)(4). Concomitant products- bi-metric/x por nc 14x150/ pn x180314/ ln 114030, m2a 1 pc shell 38mmx52mm/ pn 15-105052/ ln 715930. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in operative notes provided by patient legal counsel, patient underwent left hip revision approximately six years post-implantation due to pain, metallosis, and elevated metal ion levels. During surgery, brown fluid was noted, consistent with metallosis. The femoral head was revised and a poly bearing was implanted.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed based on operative notes received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. The reported components were reviewed for compatibility with no issues noted. Review of the primary op notes dated (B)(6) 2009 indicates that the patient underwent an initial left tha procedure due to left coxarthrosis. Review of the revision operative findings show surgeon noted scar tissue and brown fluid which is consistent with metallosis. A definitive root cause for the reported event could not be determined with information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.